Event description:
Reportedly, a discrepancy of the residual longevity displayed on the programmer screen has been found during the device follow-up. On (B)(6) 2014, the time to replacement was displayed as 14 months, the magnet rate was 91 ppm and the battery impedance was 6.88 kohms. On (B)(6) (5.6 months after), the device was found at eri with a magnet rate of 77 ppm and a battery impedance of 11.68 kohms. The outputs had been set to 2.5v / 0.5 ms in the atrium and 3.0 v / 0.5 ms in the ventricle. The patient was paced 35% in the atrium and 0% paced in the ventricle at the last follow-up.

Event description:
Reportedly, a discrepancy of the residual longevity displayed on the programmer screen has been found during the device follow-up. On (B)(6) 2014, the time to replacement was displayed as 14 months, the magnet rate was 91 ppm and the battery impedance was 6.88 kohms. On (B)(6) (5.6 months after), the device was found at eri with a magnet rate of 77 ppm and a battery impedance of 11.68 kohms. The outputs had been set to 2.5v / 0.5 ms in the atrium and 3.0 v / 0.5 ms in the ventricle. The patient was paced 35% in the atrium and 0% paced in the ventricle at the last follow-up.